Event description:
In 1997 patient underwent left total hip replacement post-op, in 2001, x-rays revealed a large "lucent" area around the cement mantle medially and laterally. As a result, the hip was revised.